Event description:
It was reported that the customer's insulin pump alarmed no delivery. The customer's blood glucose was 168 mg/dl. Troubleshooting was done. The customer stated that the insulin was able to exit. The customer was unable to remove the infusion set at the time of the call to examine the cannula. Explained to the customer that there may have been a possible insertion site related issue such as a bent cannula or an occlusion caused by an insertion site or infusion set. Advised to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.